Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported device was not available for evaluation. If the device would be returned for evaluation in the future, a supplemental report would be submitted. The reported issue is tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cutting loop's cutting wire detached at approximately 30 minutes into the bipolar resection fo a large bladder tumor. The cutting wire was found detached on both sides. A new electrode was used to complete the procedure. Part of the electrode was flushed out of the bladder and the surgeon confirmed no fragment remained in the bladder. The generator, uh400, was used at the setting 3/3. There was no report of injury to the patient.